Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. The 4.0 x 20, 75 cm mustang catheter balloon was advanced to dilate the lesion. However, upon first inflation at 20 atmospheres, the balloon ruptured after 20 seconds. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.